Event description:
It was reported that the device incorrectly interpreted signals and provided inappropriate anti-tachycardia pacing therapy. The suspected cause of the device incorrect interpretation of the tachy event was due to competitive atrial pacing. The patient underwent a ventricular ablation and the device was reprogrammed to resolve the event. The patient was stable.

Event description:
It was reported that the device incorrectly interpreted signals and provided inappropriate anti-tachycardia pacing therapy. The suspected cause of the device incorrect interpretation of the tachy event was due to competitive atrial pacing. The patient underwent a ventricular ablation and the device was reprogrammed to resolve the event. The patient was stable.